Event description:
It was reported that during a routine check, it was found that the cardiosave intra-aortic balloon pump (iabp) had a broken ground plug on ac line. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and found that the customer had broken the ground on the ac plug. The fse replaced the cord reel to fix the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check, it was found that the cardiosave intra-aortic balloon pump (iabp) had a broken ground plug on ac line. There was no patient involvement, and no adverse event reported.